Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the patient experienced atrial fibrillation, and the staff started intravenous therapy and administered amnio bolus. Additionally, the patient experienced a gastrointestinal bleed and heparin was withheld. It was reported that the patient survived normal explant and the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.